Event description:
It was reported that the patient suffered sudden syncope and the implantable pulse generator (ipg) could not be interrogated. It was also reported that during the generator change, tests performed on the ventricular lead showed no capture threshold. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-58, right atrial lead, (B)(6) 2007; 5076-58, implantable tachy lead, (B)(6) 2007. (B)(4).